Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried body fluid in the helix housing and noted a piece of thread entwined on the helix, along with a deformed helix - the thread likely became entwined on the helix sometime during the implant procedure, likely the helix caught on some fabric becoming entangled in the helix, then the helix became deformed with pulling (stretched towards the base). Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems. This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead and no actions were taken. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch placement due to unknown product performance anomaly. This brady lead was replaced with the same model and not implanted. No adverse patient effects were reported. Additional information indicated that this brady lead was attempted due to patient anatomy. The physician repositioned this brady lead a few times and reached to a point to use a new lead. This brady lead will not be returned.

Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch placement due to unknown product performance anomaly. This brady lead was replaced with the same model, not implanted. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead and no actions were taken. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch placement due to unknown product performance anomaly. This brady lead was replaced with the same model and not implanted. No adverse patient effects were reported. Additional information indicated that this brady lead was attempted due to patient anatomy. The physician repositioned this brady lead a few times and reached to a point to use a new lead. This brady lead will not be returned.